Event description:
On (B)(6) 2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a liberty select cycler issue. Multiple subsequent attempts to obtain additional clinical information (e.g., admission/discharge dates, treatment records, admission diagnosis, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s unknown serious adverse event(s), which warranted hospitalization. The patient attributed the cause of his hospitalization(s) to the liberty select cycler; however, no further clarification could be obtained during follow-up. It should be noted that a lack of additional clinical information (e.g., admission diagnosis, medical intervention) precluded a more comprehensive clinical investigation. As stated by the pdrn during follow-up, the patient¿s pdrn could neither confirm or deny the patient¿s reason for hospitalization(s). Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s hospitalization. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction led to any serious adverse event(s). If the cycler is returned, a manufacturer evaluation/investigation may disassociate the liberty select cycler from having a role in the serious adverse event(s). However, given the patient¿s allegation against the liberty select cycler having caused the hospitalization(s), a lack of treatment records, the absence of clinical follow-up, and no manufacturer evaluation/investigation, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
On (B)(6) 2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a liberty select cycler issue. Multiple subsequent attempts to obtain additional clinical information (e.g., admission/discharge dates, treatment records, admission diagnosis, patient demographics) were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp2 was found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed.

Event description:
On (B)(6)2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a liberty select cycler issue. Multiple subsequent attempts to obtain additional clinical information (e.g., admission/discharge dates, treatment records, admission diagnosis, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.